Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.

Event description:
Boston scientific crm received info when this bsc sales representative (sr) called technical services stating this other manufactured right ventricular (rv) lead dislodged 2 days post the implant procedure. No adverse pt effects were reported during this clinical observation.